Event description:
Information received indicates the foot end brake caster continues to swivel when in brake.

Manufacturer narrative:
The technician replaced the worn foot end brake caster to repair the bed.